Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative, regarding a patient who was being implanted with a neurostimulator (ins). It was reported that an end of life battery replacement was being performed. When it was time to test the new battery, the impedances were red and >40k. Rep had the physician repeatedly wipe and reposition the leads in the battery and retesting. Rep also opened a wireless external neurostimulator (wens) and had the physician test the lead and the impedances were good on the lead. When reattempted with the battery, the impedances were red and >40k again. After man repositioning and tests the doctor asked for a new battery. The cause was unknown. The issue was resolved. The hcp had no further information. Patient's medical history included smoke, sleep apnea. No symptoms and no further complications were reported. Additional information reported an "impedance issue." No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of product ID# 97715 /(B)(4) found no anomalies with the device following a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing in the laboratory. If information is provided in the future, a supplemental report will be issued.